Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during intra operative use an electrical arc came from the tip of the bovie pencil while using the coagulation function of the device. The surgeon reported a patient injury due to the arcing but no further information was provided.